Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media posting that she was hospitalized multiple times due to diabetic ketoacidosis. Details of the hospitalizations were not provided. The insulin pump was not replaced or returned for analysis.